Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of may 2, 2021, was chosen as the best estimate based on the procedure which happened sometime in (B)(6) 2021 and the day of adverse event reported at one day (pod1) post-procedure. Blocks d4, h4: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf patient code e1309 captures the reportable event of urinary retention. Imdrf impact code f23 captures the reportable event of "foley catheter was inserted." Imdrf impact code f08 captures the reportable event of "the patient was admitted to the hospital."

Event description:
It was reported to boston scientific corporation that a percutaneous nephrostomy set was used to treat a right nephrolithiasis during a right percutaneous nephrostolithotomy (pcnl) of stone greater than 2 cm procedure performed sometime in (B)(6) 2021. Only one naviguide device was used. One day after the procedure, the patient experienced hematuria and urinary retention. A foley catheter was inserted, leading to the resolution of the urinary retention, and the patient was subsequently admitted to the hospital. Per physician's assessment, the events of hematuria and urinary retention were serious, were not related to the device, and possibly related to the procedure.